Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification was received and the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the minimum fill notification. Another cartridge was loaded to resolve the inaccurate insulin gauge. Customer's blood glucose was 124 mg/dl.